Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) confirmed alarm via logs. Upon inspection unit showed both atmospheric and shuttle transducer offset values out of range. Performed recalibration for the shuttle, atmospheric and drive transducers. Device no longer alarmed and both atmospheric and shuttle transducers offset values were back within manufactures specifications. Unit was able to complete an autofill and was set to run for 30 mins, successfully. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cs300 intra-aortic balloon pump (iabp) has alarmed with an ¿electrical test failure code #52¿ on the screen. No patient injury and harm reported.